Event description:
It was reported that during a review of this cardiac resynchronization therapy pacemaker (crt-p), it was noted that the system had previously been configured to unipolar sensing. This configuration had resulted in episodes of pacemaker mediated tachycardia (pmt). Noise was recorded on both the right atrial and right ventricular channels, which use (B)(6) leads, resulting in oversensing and inappropriate mode switching. This system was subsequently programmed to bipolar sensing which appeared to resolve the majority of issues. This crt-p had also recorded an alert due to low intrinsic amplitude on the rv channel. Device programming considerations were discussed. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).